Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The device was removed and manual compression was used to complete the procedure. There was no reported patient injury and the patient did not have any infectious disease. The device was slowly retracted at an angle of approximately 50°, the return indicator pulsed to a stop, and then the blocker was slowly withdrawn for approximately 1 cm. However, the indicator window did not change color. The slow retraction was continued again. The user tried to change the angle several times, but the indicator window did not change color. The device was used in a transcatheter arterial chemoembolization (tace) procedure. The procedure was performed with a retrograde puncture from the right femoral artery using a short non-cordis sheath. The user is trained to the device. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18338138 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be evaluated. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The device was removed and manual compression was used to complete the procedure. There was no reported patient injury and the patient did not have any infectious disease. The device was slowly retracted at an angle of approximately 50°, the return indicator pulsed to a stop, and then the blocker was slowly withdrawn for approximately 1 cm. However, the indicator window did not change color. The slow retraction was continued again. The user tried to change the angle several times, but the indicator window did not change color. The device was used in a transcatheter arterial chemoembolization (tace) procedure. The procedure was performed with a retrograde puncture from the right femoral artery using a short non-cordis sheath. The user is trained to the device. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.